Event description:
It was reported that during a da vinci hysterectomy procedure, one of the jaws of a harmonic ace curved shears insert installed on a harmonic ace curved shears instrument broke off and fell into the patient. An x-ray was performed and the fragment was retrieved. An x-ray showed that there were no remaining fragments. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation). Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the instrument accessory broke off, fell into the patient, and was retrieved with the assistance of an x-ray.